Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous and calcified lesion in the mid left anterior descending (lad) artery. The 3.0x48mm xience xpedition stent was deployed at 16 atmospheres (atm); however, post stenting, a proximal edge dissection was noted. Another stent was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.